Manufacturer narrative:
(B)(4). Device fired through lockout. (B)(4). The analysis results found that device (a) was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The analysis results found that device (b) was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator over traveled. This finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hernia procedure, the jaws jammed shut and would not open on the first device. This occurred prior to use on the patient. A second device was pulled and it got stuck on the tissue and would not open. It is unknown how it was removed from tissue. There was no patient impact reported.